Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the insulin to carb ratio was not holding correctly and was resetting itself. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: a review of the black box and download history showed no evidence of an incorrect time or date set. The settings indicated the user had six different insulin to carb ratio settings for a 24 hour period. The complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.